Event description:
During a pancreatic biliary bypass procedure, the physician used a white reload to staple through gastric tissue despite experiencing slight difficulty closing the stapler. The physician needed to cut the stapler from the gastric tissue as the dark gray handle would not return to its normal position. The case was delayed about 30 minutes to manually suture the anastomosis after the physician cut the reload for stomach. There was no additional pt consequence.